Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 4. E1: patient city: (B)(6) patient country: canada. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occured in canada. It was reported that the patient faced four infusion sets insulin flow blocked alarm events on (B)(6) 2026. Patient reported insulin doesn't exits the tubing with plunger push confirming blockage is in the tubing. No further information is available.